Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified failure of the device occurred. The patient's son-in-law stated that both the transmitter and receiver device were defective. He stated the patient was taken to the hospital by ambulance on (B)(6) 2020 due to a very high glucose level; no symptoms or cgm or bg values were provided. He indicated that they handed the dexcom receiver display device to the paramedics and have not seen it since then. The patient passed away on (B)(6) 2020. The patient's son-in-law did not know what medical intervention was provided or whether the dexcom continuous glucose monitor (cgm) was in use on the patient at the time of death. He stated that the cause of death was previously diagnosed advanced stage lung cancer and was not alleged to be due to an unspecified failure of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.